Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore properly was confirmed. The following defects were found with the device upon evaluation : insulation resistance (earth resistance) of the motor cable out of tolerance as the cable insulation was damaged. Bend protection of the motor cable was damaged. Short circuit in the motor cable. Motor not turning smoothly. The keypad pcb was corroded. The device was leaky. The device failed the hipot test. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system is responsible for the corrosion of the keypad pcb and also would have damaged the motor. User mishandling if the most probable root cause for the physical damage to the motor cable. The damage to the motor cable would have caused the short circuit. The defective components of the device would have caused it to fail the hipot test during testing. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/14/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/14/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol device did not work properly anymore. No patient consequence and no surgical delay was reported. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.